Manufacturer narrative:
There was no ge healthcare visit to the site prior to customer sending unit to quarantine. No repair information available.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture not known at time of filing. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported the alarmed causing a loss of ventilation. There was no report of patient injury.